Manufacturer narrative:
Review of imaging shows a large sharp fragment of inferior endplate projecting centrally into the vertebra. This fragment may have caused damage to the mesh, either intraoperatively, or postoperatively.

Event description:
Patient was treated for a t12 burst fracture with comminuted endplates, lateral and posterior wall fractures and a significant central cleft upon extension. Mesh and bone graft were placed in the anterior portion of the vertebra, resulting in good vertebral height restoration and good pain relief. During the following week she developed increasing back pain and new hip pain. A CT taken 9 days later shows bone in the muscle and soft tissue lateral to the vertebra. She was treated with a supplemental vertebroplasty (pmma injection) plus steroids and pain medication. Back and hip pain have resolved.